Event description:
A consumer reported a low reading of 145 mg/dl on their precision qid when compared to a venous laboratory comparison of 268 mg/dl. The values, when plotted on a clarke error grid. Fall into the "d" zone showing the differnce in values to be clinically singnificant. There was no report of death, serious injury or mistreatement associated with the event.